Event description:
The contralateral wire became wrapped around delivery catheter. This was resolved by rotating the delivery catheter. High force was required to deploy the implant. The contralateral pull became caught on the hooks of the superior attachment system upon jacket retraction. Resolved with a guide catheter. Proximal leak resolved by secondary balloon inflation.